Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited foreign material in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3: correction to the g3 of the initial medwatch. The aware date should be 16 may 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the objective lens of the device, but the type of the material or definitive root cause cannot be determined. It was confirmed that a leakage failure occurred due to a pinhole at the bending section cover. Therefore, it is presumed that reprocessing could not be completed properly and caused the foreign material to remain. The event can be detected/prevented by following the instructions for use which state: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor the field performance of this device.